Event description:
The customer's reported via phone call that they were hospitalized for low blood glucose. The date of hospitalization was unknown. Customer's current blood glucose was 296 mg/dl. The customer stated insulin pump was over delivering. It was unknown that if the insulin pump was in auto mode at the time of the incident. Customer declined troubleshooting for low blood glucose level. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.